Event description:
It was reported that a user experienced recurrent low glucose events after discontinuation of steroid therapy while using the ilet bionic pancreas, and the healthcare provider recommended a factory reset to restart insulin delivery at a lower rate; troubleshooting and user education were completed, and the case was categorized as treatment that did not sufficiently address hypoglycemia. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included the need for oral glucose intake for recovery. Investigation included technical support review and user training regarding settings and restart procedures. Investigation of this case revealed no device malfunction was identified and user guidance was provided to optimize therapy parameters. It was concluded that the device functioned as designed and that clinical factors and therapy settings were the likely contributors to the hypoglycemic events. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.